Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, missing the black o-ring seal from inside reservoir tube, cracked reservoir tube window and cracked reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir tube was completely broken and the reservoir would not stay in. Customer's blood glucose was 8 mmol/l. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.